Event description:
It was reported that during a low anterior resection, the staples did not form on one side of the anastamosis. It was not reported how the procedure was completed. There was no patient consequence.